Event description:
A butterfly venipuncture device was being placed on an older woman being prepared for an ivp procedure. A tourniquet was on the arm, the cap had been removed from the butterfly device, and a syringe connected. Before attempting to inject fluid from the syringe, blood appeared on the physician's hands. The blood appeared to be bubbling from the tubing where the tubing connected to the needle. The needle was removed and another device inserted and used uneventfully. The physician was ungloved. He did not seek any treatment or care, but rather merely washed off the blood and continued with his duties. He said he had no skin lesions or breaks in his skin. The pt, an older woman, did not sustain any ill effects from the incident. The physician did not know whether she was hiv positive, but did not plan to make any determination.